Event description:
Coronary artery bypass (x3) pt with increased level of pain. Pt given a small bolus dose of IV fentanyl. Pt inadvertently received approx 20cc and became unarouseable with increased sbp, decreased o2 sats and decreased respiratory rate of 4-5 per min. Dr notified and IV narcan dose administered. Pt had improved level of consciousness and improved breathing within 3 to 4 minutes.